Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized for an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. Follow-up indicated that the patient was using the device with effective pain relief and there have been no reports of further complications regarding this event.